Event description:
It was reported that, "implanted left 8 hole proximal humeral plate. After rom the surgeon discovered the plate was impinged on the acromion. The surgeon tried to remove plate to reposition it to the humerus and found that the medial proximal locking screw was cross-threaded. The surgeon was able to remove the plate and re-implanted a left 5 hole prox humeral plate. All locking screws were implanted with a torque limiter, by hand."

Manufacturer narrative:
Additional information has been requested, and if received, will be reported on a supplemental report.